Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6).

Event description:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator, indicating that the device cannot start up. The asp evaluated the device onsite, however, the customer refused to pay for the repair, therefore no repair was performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer refused to pay for the repair. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.